Event description:
In 2009, the patient reported that she received the e1 (cartridge empty) error on the infusion device last night and after changing the insulin cartridge, an e10 (cartridge) error was displayed. She performed the change cartridge procedure to clear the error. She stated since that time her blood glucose had been elevated and she has been injecting insulin via syringe to lower her readings. She stated that at 12:15am, her blood glucose measured 385 mg/dl and she injected 12 units of insulin via syringe. At 9:00am, her blood glucose measured 454 mg/dl and she injected 7.5 units of insulin. Her most recent blood glucose value prior to the report was 302 mg/dl. Her target blood glucose level is 110-140 mg/dl. She stated that the infusion site had been in place for 3 days and the infusion tubing had been in use for 5 days. The adapter had been in use for 8 months and she was advised to change it with every 10th insulin cartridge change. The patient was instructed to disconnect from the infusion site and to bolus. At this time, she found a large air bubble in the insulin cartridge. The patient was unable to complete troubleshooting. Upon follow up 2 days later, the patient reported that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.